Manufacturer narrative:
The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a rfa (radiofrequency ablation) procedure in the liver performed on (B)(6) 2010. According to the complainant, a grounding pad error (p4) occurred. The grounding pad was swapped out for a new and then the pad connector was moved to a different connection site however after both these attempts the error still followed. The wattage was lowered to resolved the issue and rolloff was achieved. The procedure was completed with this generator without incidence. There were no patient complications as a result of this event. It was reported that patient tolerated the procedure fine and without complications.